Event description:
Medtronic received a report that the physician gained access to the target vessel and began to deploy pipeline, distal end of pipeline would not open. He resheathed and redeployed. Again device would not open. Physician deployed more device and the mid section opened but distal end did not open. He resheathed two more times but device would still not open at the distal end. He decided to remove the device and complete the procedure with a different pipeline. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open and it was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for on-label use and the pipeline and any accessory devices prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery with a max diameter of 3.4mm and a 2.5mm neck diameter. Landing zone was 4.25mm distal and 5.05mm proximal. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure showed satisfactory embolization of aneurysm. Medical history included a brain aneurysm. Ancillary devices include a terumo 7f 16cm sheath, rist 7f 105cm guide catheter, phenom 27 150cm microcatheter, and chikai 14 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: the pipeline flex w/ shield pusher was returned for analysis within shipping box; within an unsealed plastic pouch; within an opened pipeline flex w/ shield outer carton and within a dispenser coil. The phenom-27 micro catheter used in the event was not returned for analysis visual inspection/damage location details: the hypotube was found stretched with the ptfe shrink tubing still undamaged at the same location. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The distal wire was found separated between the resheathing pad and dps sleeves. The distal segment (distal and proximal dps restraints, dps sleeves and tip coil) was not returned for analysis. The already deployed braid was not returned for analysis. Testing/analysis: the separated distal end was sent out for sem testing. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the braid was not returned. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. Customer reported pipeline was not positioned in a bend, resheathing was performed more than twice, all devices were prepared per IFU, and patient vessel tortuosity as normal. The hypotube was found stretched and the distal wire was found broken, indicative of retracting the device against resistance. Sem results of broken distal wire: ¿the wire failed via tortional overload.¿ this issue is similar to a previous investigation (iia reference: tr-nv12770). Possible causes for resistance are damaged catheter, damages to the pushwire, damages to the braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/ torques wire while advancing ped in micro catheter. As the phenom-27 micro catheter used in the event was not returned, any contribution of the micro catheter towards the incomplete open could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.